Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 02/18/2015.

Event description:
(B)(6) 2006: patient discharge to home on stable condition. Postoperatively, she did well. Reviewer's comments: interim records from (B)(6) 2006 to (B)(6) 2013 are not available for review to know the health status of the patient. (B)(6) 2013: abdominal pain and dyspareunia. Plan - try premarin cream, referral regarding possible surgery. Reviewer's comment: no further gynecological records are available for review after 2013 visit to know the condition progression/regression of the patient.